Event description:
A customer contacted beckman coulter (bec) to report a leak of lh series cleaner reagent during startup of a coulter lh 780 hematology analyzer. The volume of the leak was reported as 100ml. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and safety goggles at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found that the leak was coming from a cut through the black I-beam tubing at valve vl61. The fse replaced the black I-beam tubing which resolved the leak. The fse then performed a shutdown followed by startup without any further leakage. The cause of the leak is attributed to a cut through the black I-beam tubing at vl61. (B)(4).